Event description:
The ratcheting screwdriver would not stay in locked position.

Manufacturer narrative:
The device associated with this report was not returned. Previous investigations found the root cause is attributed to a supplier assembly process. Eco-343292 was implemented on january 10, 2011 to improve the design of the cap retention and the ratchet engagement. The returned sample was manufactured in jul of 2010; before the design changes. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.